Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(6).

Event description:
It was reported that during a total knee procedure, while using a robotic assisted solution satellite station device and a robotic assisted base station device, it was observed that the surgeon felt the re-cuts ¿looked off¿ and did not match planning or graph. It was reported that this occurred after re-cutting due to a femur trial size change from 8 to 7 due to the knee being tighter in flexion than extension. It was reported that after re-cutting for size 7 femur, it was observed that there was a discrepancy between the medial and lateral posterior condyles. The surgeon used cement and observed after cementing the implant, that the balance looked good clinically and satisfactory. It was reported that multiple array checks (at least 4-5 checks) confirmed that the arrays had not moved. Additionally, it was reported that pointer validation showed one of the lateral distal cuts was off and it was one that the surgeon didn't recut. It was reported that the surgeon alleged too much bone was removed on one of the posterior condyles. It was reported that there were no delays and no cancellations of the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: the actual device was evaluated. There were no defects observed with the system or software. The device log files were analyzed and it was determined that the lateral section of the distal femoral re-cut was not completed. It was determined that the failure to complete the lateral distal femoral re-cut left a planned 3.5mm (measured 3.0mm with the pointer) under resection. Therefore, the reported condition was confirmed. Under resecting the lateral side of the distal femoral re-cut by 3.5mm most likely would decrease the lateral extension gap, which would create a discrepancy between the planned and resulting balance graph. This may have impacted the final balance graph, the appearance of the re-cut bone, matching the plan, and the implant fit. The assignable root cause is due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.